Manufacturer narrative:
Pump received with the operating currents within spec. And passed the self test, unexpected alarm error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery tests and the dat test. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. Pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Pump received with partially broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, cracked reservoir tube, cracked reservoir tube window, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose because insulin pump did not pumping out any insulin. The customer's blood glucose was over 500 mg/dl and current blood glucose is 564 mg/dl. The customer declined troubleshooting on insulin pump. The customer treated high blood glucose with a syringe and manual injection. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump failed high pressure test and drive support cap was normal. The insulin pump will be returned for analysis.